Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a large fatal acute intracranial hemorrhage on (B)(6) 2021. The patient was noted to be unresponsive with brain attack being called by the providing team. Diagnostic computed tomography (CT) showed large acute intracranial hemorrhage with hyperdense hematoma along the left frontoparietal lobes with significant midline shift. Treatment included appropriated facility protocols associated with brain attack event. The patient was transitioned to comfort measures on (B)(6) 2021 upon which the patient expired.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: . The MFR number should have been cfn-based with the 7 digit cfn being (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1: patient initials were requested but not provided. Manufacturer's investigation conclusion the reported events, as well as a direct correlation to the centrimag blood pump could not conclusively be determined through this evaluation. The account reported that the patient was noted to be unresponsive with brain attack, and a diagnostic computed tomography (CT) showed large acute intracranial hemorrhage with hyperdense hematoma along the left frontoparietal lobes with significant midline shift. The patient was placed on comfort measures with patient passing away on 12dec2021. Facility protocols associated to brain attack event were performed. The event was not related to covid-19; they had a negative test. The blood pump has not been received for evaluation. The centrimag blood pump instructions for use (IFU), rev. 09, lists stroke, bleeding, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. The device history record for centrimag blood pump lot #l0000015 was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.